Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Manufacturer narrative:
Statement from physician: patient was complaining of loss of volume on the right side. Doctor diagnosed deflation on (B)(6) 2019.

Event description:
Alleged implant deflation.